Event description:
There was an allegation of questionable false positive elecsys anti-hcv ii results from the cobas e 801 analytical unit. The initial result was 22.9 coi (reactive). On (B)(6) 2026, a new sample was received for the patient, and the results were 20 and 22 coi (reactive). Due to medical guidelines, the patient was instructed to repeat testing in two other laboratories, which both obtained negative results. The customer did not have the reports corresponding to the negative results but believes they were tested using an abbott alinity device.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The provided calibration and qc data was within the expected ranges. The investigation determined that reactive results may occur in elecsys ahcv ii as the assay specificity is less than 100%. Per product labeling: all initially reactive samples (results = 0.9 coi) should be re-determined in duplicate with the elecsys anti- hcv ii assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include immuno blot and hcv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys anti-hcv ii assay performed within specification.